Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the cutting loop detached from the probe. The detached piece was retrieved.

Event description:
It was reported that the cutting loop detached from the probe. The detached piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: electrode would melt the adhesive probable root cause: generator power malfunction. Material/design error. Conductive irrigant used. Improper use with another electromedical device. Use error. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known h3 other text : 81.